Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmd that the patient's device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.